Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a de novo lesion in the diagonal. A 20 x 2.50 promus premier select stent was deployed in the diagonal. After deployment, and while taking an orthogonal view of the deployed stent, a distal edge dissection was noted. Another promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event, and the patient was reported to be stable at the end of the procedure.